Manufacturer narrative:
(B)(4) - lens work order search. Results: visual inspection of the returned product found optic and haptics torn. Lens is torn in half. Lens was returned in vial and in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon used a micl 12.6mm implantable collamer lens. Lens was not implanted, but there was patient contact. Used new injection system. Further information has been requested but none has been forthcoming. A supplement will be submitted when further information is available.